Event description:
Info received indicates during a function check, the tech found when the brake was applied; the casters were not locking properly. The brake would lock but there was some play in the casters.

Manufacturer narrative:
The tech found the casters were worn. He replaced the head end brake casters to repair the bed.